Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the computer resolved the issue. The system then passed the system checkout and was found to be fully functional. Computer has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that in the cranial software, the system became unresponsive and the software was exited suddenly. The site rebooted the system which resolved the issue. There was no patient present.